Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The clinician reported that the patient passed out and the implantable cardiac monitor (icm) did not start recording when the patient had the episode. The detection zone was currently set above the patient¿s episodic rate. Programming options were discussed and the icm remains in use. No further patient complications have been reported as a result of this event.